Event description:
The nurse reported the light pipe seemed to have melted before being used. Additional information received from the nurse stated she smelled smoke and the light pipe was charred on the outside. No patient injury was reported.

Manufacturer narrative:
The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).